Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis revealed that the device met 80% of expected longevity.

Event description:
It was reported that the device had prematurely reached the elective replacement indicator (eri) and that the left ventricular (lv) lead had high impedance. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.